Event description:
It was reported that the lead perforated the pericardium during implant. The lead was repositioned. It was then observed that the insulation of the lead was damaged. Hence, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead tip stiffness test was performed and was within specification. The damage found was sustained during the surgical procedure.